Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. There were no other adverse patient effects reported.

Event description:
Subsequently, additional information was received that this crt-d was re-implanted with new leads. There were no adverse patient effects reported.

Manufacturer narrative:
---

Manufacturer narrative:
This crt-d was explanted, but it is unknown whether it will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.